Event description:
Medtronic received information regarding a pipeline vantage that failed to open at the proximal end. The patient was undergoing a procedure for flow diversion treatment of an unruptured saccular aneurysm near the ophthalmic region. The aneurysm max diameter was 3.0mm and the neck diameter was 2.0mm. The distal landing zone was approximately 2.5mm and the proximal landing zone was approximately 2.35mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the pipeline and all accessory devices were prepared per the instructions for use (IFU). The pipeline was about 80% deployed when the surgeon found that the proximal end was not opening correctly; the pipeline diameter was 25mm but it only opened to 21mm. It was noted the pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. The surgeon was concerned that if the pipeline stent was released, it may not adhere to the vessel wall. Therefore, the pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to successfully complete the procedure. There was no harm or injury to the patient. Ancillary device: phenom 27 microcatheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: as found condition (condition of returned device): a pipeline vantage system was returned for analysis within a shipping box; within a sealed tyvek biohazard pouch and within an opened pipeline vantage system. Visual inspection/damage location details: no bends or kinks were found with the pipeline vantage pushwire. The hypotube and ptfe were found to be intact. The a.r.m. (Advanced re-sheathing mechanism) was found to be intact. No damages were found with the silicone disks. The dps sleeves were found to be intact. The tip coil was found to damaged. The proximal braid end was found to be opened and frayed. The distal braid end was found to be opened and frayed. No other anomalies were observed. Testing/analysis (including sem reports): n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was unable to be confirmed as each braid end of the pipeline vantage braid were found to be fully open. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. The vessel anatomy was normal in tortuosity and a continuous flush was maintained. Therefore, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.